Manufacturer narrative:
Device analysis: product analysis did not confirm the reported allegations. Visual and functional testing were completed; the pump performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was added that the pump bulb stayed flat after pressing. It was further reported that the pump stayed flat when pressing the bulb, because if this the patient had difficulty inflating the device. This started to occur two weeks ahead of surgery and after this surgery the patient got well.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was added that the pump bulb stayed flat after pressing. It was further reported that the pump stayed flat when pressing the bulb, because if this the patient had difficulty inflating the device. This started to occur two weeks ahead of surgery and after this surgery the patient got well.